Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an 71mm abdominal aortic aneurysm. It was reported that the patient returned for follow up approximately 7.5 years post index procedure and a CT was performed confirming a type ia endoleak. An endurant cuff (32x32cx49) was implanted to intentionally cover the left renal artery and the endoleak was successfully resolved. The physician stated the cause of the event was disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant CT¿s and additional films from the event or intervention were not available for review. It is possible that disease progression (neck dilatation) may have contributed to the type ia endoleak. If information is provided in the future, a supplemental report will be issued.